Manufacturer narrative:
The constant activation was due to a solder bridge inside the pencil connecting 2 contacts together.

Event description:
The pencil was not in the holster, it was laying on the pt when it activated. The pt was not burned.